Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h10. Complaint conclusion: as reported, a 6f/7f mynxgrip vascular closure device (vcd) failed to deploy. After shuttling down the green shuttle and bringing the shuttle and sheath back to the handle, there was no visible tamping tube. Manual hold was performed. There were no reports of patient injury or adverse outcomes. The physician was a certified mynx user and has deployed this device many times before. A 6f avanti sheath was used in conjunction with the device. The mynx was used in an interventional procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity or presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. A non- sterile ¿mynxgrip tm vascular closure device¿ involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle was engaged to the black handle with the stopcock opened. The sealant was in its manufactured position. The syringe was attached to the device. The catheter was inserted into a cordis catheter sheath introducers (csi) of the corresponding french size. No other outstanding details were observed. Per functional analysis, a simulated deployment process was performed as indicated in the instructions for use (IFU). The returned device performed as intended, and the failure experienced by the user could not be replicated. No anomalies were observed. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not confirmed through analysis of the returned device since it passed functional analysis of the deployment mechanism. The exact cause of the issue experienced by the customer could not be determined during product evaluation. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to failure to deploy reported since the device was able to pass functional analysis to deploy the sealant with no anomalies/damages noted to the device. However, procedural/handling factors (such as an incomplete engagement of the advancer tube during deployment due to incomplete shuttling) possibly contributed to the issue experienced. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review, suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6/7f mynx grip vascular closure device (vcd) failed to deploy. After shuttling down the green shuttle and bringing the shuttle and sheath back to the handle, there was no visible tamping tube. Manual hold was performed. There were no reports of patient injury or adverse outcomes. The physician is a certified mynx user and has deployed this device many times before. A 6f avanti sheath was used in conjunction with the device. The mynx was used in an interventional procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity or presence of pvd / calcium in the vicinity of the puncture site. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.